Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a patient with a 25mm inspiris valve implanted in pulmonary position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and seventeen (17) days due to degeneration leading to severe regurgitation. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was discharged home in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, a patient with a 25mm inspiris valve implanted in pulmonary position underwent reintervention for a valve-in-valve procedure after an implant duration of six (6) years and seventeen (17) days due to degeneration leading to severe regurgitation. The patient was experiencing symptoms of dyspnea before valve replacement. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was discharged home in stable condition.